Manufacturer narrative:
Additional info: further information was provided and reported the event was due to patient anatomy. There was no loss of 2 or more lines of best spectacle corrected visual acuity (bscva). It was noted that there were capsule folds at the iol edges and suspicion that the posterior capsule sustained a nick during polishing. And confirmed the tear expanded with the intraocular lens (iol) insertion. The incision was marginally enlarged. No other injuries were reported. The replacement lens was a different model and lower diopter. At 1-day post-operative (op), visual acuity (va) was 20/50 and at 3 weeks post-op 20/20. The following sections have been updated accordingly: section a2: age/date of birth: (B)(6) 1953. Section a3: sex/gender: female. Section e1: first name: (B)(6). Section e1: last name: (B)(6). Section e2: health professional: yes. Section e3: occupation: physician. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. The device was not returned at the manufacturing site; therefore; product testing could not be performed, and the customer¿s reported complaint could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. As a result of the investigation there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient's posterior capsule tore. There was no vitreous loss. A sulcus lens was put in as a replacement. No additional information was provided to johnson & johnson surgical vision.